Manufacturer narrative:
(B)(4). Two actual samples were returned for evaluation. The samples were visually inspected, and no defects were observed. Both samples were then tested for back flow by spiking each set into an in-house 1000ml solution bag containing reverse osmosis water. The samples were then re-primed per label copy. An in-house (B)(4)secondary set was also spiked into an in-house 1000ml solution bag containing reverse osmosis water and then attached to the first y-site of each primary set. The setup was checked for back flow. The same procedure was also performed on the 2nd y-site of each primary set. Both samples primed and flowed normally with no back flow noted. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined.

Event description:
A customer reported to baxter corporate product surveillance a clearlink administration set in which a backflow was observed. According to the report, the nurse connected an unknown secondary solution set to infuse decadron on a patient. The nurse immediately observed the secondary medication backing up into the primary bag of normal saline. The nurse clarified that the primary set was primed according to the label copy, and the check valve was inverted and tapped. There were no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.